Event description:
Information received indicates that the patient implanted with this device exhibited recurrent pocket infections. The device had been repositioned previously & was now being explanted. During the procedure vital signs became unstable a pericardiocentesis was performed to evacuate a cardiac tamponade. The source of the bleeding could not be identified due to massive hemorrhage. Despite intercardiac massage, transfusions & pharmacology intervention the patient expired. Following patient's death physicians identified a 2-3cm laceration in the posterior portion of the right atrium. Medical records indicate the patient had end stage renal disease, was diabetic & morbidly obese. A representative of the patient has retained legal counsel & filed paperwork as part of the litigation process. There was an allegation that the patient suffered injury as a result of device malfunction.

Manufacturer narrative:
The device was explanted and is in the possession of an attorney. Our laboratory technicians were allowed to interrogate the device and perform a save to disk. Upon interrogation it was identified that the device was currently at a battery status of mol2 however at explant had a battery status of bol. On the date of the patient's death there were no episodes declared. The last shock delivered had a normal charge time and delivered into normal impedance. Although this device, manufactured between (B)(6), 2002 and (B)(6), 2002, was mentioned in the (B)(6), 2005 advisory communication, it is not included in an advisory population. The FDA has not classified this population as a recall. No additional information is available at this time. If additional information becomes available, the event will be reopened. Subsequently, the device was released from legal hold and further testing completed. Engineers confirmed the device shocked, paced and sensed normally; concluding the product operated appropriately and in accordance to performance. A series of electrical tests were also performed, and again, normal device function was observed. The product has been archived as meeting specifications.